Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well after device activation. The recipient remains implanted. This is the final report.

Event description:
The recipient experienced a perilymphatic gusher during implant surgery. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.